Event description:
A customer reported a malfunction on their pump, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was informed that they could continue to use the pump. They were advised to call back if the malfunction code reappeared, and the customer acknowledged and understood the instructions.